Event description:
It was reported that the latch lock flex was inoperable. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event log found multiple cassette errors present. No prior service history. Complaint of latch lock flex being inoperable was confirmed through verification testing. Replaced latch lock flex cable. Device passed all testing criteria post repair.